Manufacturer narrative:
(B)(4). Medical product: unknown natural knee femoral component, catalog #: unknown, lot #: unknown, unknown natural knee ultracongruent spacer, catalog #: unknown, lot #: unknown, unknown natural knee patella, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00502: 0001822565-2018-01377, remains implanted.

Event description:
It was reported patient underwent left knee arthroplasty. Subsequently, patient is experiencing loosening, swelling, and pain. Patient stated the knee is not screwed in at the top of the knee. Medical records indicate that the patient underwent additional physical therapy and was given a jas brace due to limited range of motion. Subsequently, the patient underwent a manipulation procedure and was given a shot of toradol approximately three months post-implantation as his range of motion did not improve with the therapy or the brace. Post-manipulation procedure, the patient was noted to have mild antalgia with gait, swelling, and lack of tke. Further, the patient has had recurrent effusions. The patient is also having issues with the contralateral knee and it is believed this could be contributing to the left knee pain.

Manufacturer narrative:
Concomitant medical products: natural knee ii tibial insert, catalog #: 6276-02-609, lot #: 62775681, nexgen trabecular metal primary patella, catalog #: 00587806535, lot #: 62647330, cancellous bone screw, catalog #: 00430107050, lot #: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of medical records. . Office visit notes identified that the patient¿s bone scan revealed evidence of loosening. No instability was noted during inspection of the knee. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.